Manufacturer narrative:
The information provided with the initial report was incomplete. Updated additional information with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had a hardware low level failure alarm. Blood glucose was 123 mg/dl. The insulin pump will not be returned for analysis.